Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one extended opening, a dark ring, and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified a sharp edge opening. A dimensional measurement in the shell was performed which identify the thickness was within specification. Based on the device analysis the final assessment was one sharp edge opening in the posterior side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.